Event description:
One day following the second injection of synvisc in the left knee, the pt experienced severe pain and swelling of both knees. They were also noted to be "hot" to the touch. The pt also was dehydrated and was admitted with a diagnosis of renal failure and dehydration. (He has only one kidney and a history of renal compromise.) He was discharged following hydration (no dialysis was warranted). On exam (1/19/1998) six days following the onset of knee pain and swelling, the joints remained swolled, painful and "hot". A cloudy fluid was drained from both knees. The right knee was injected with a steroid and the third injection of synvisc was given in the left knee at that time. Oral steroids were prescribed. The reporting physician indicated that he thought that the pt was experiencing an immunologic, rheumatologic, or gout-like response. In additional info received 2/25/1998 (from the MFR), the physician reported that the pt was doing well and the physician did not attribute the pt's symptoms to the synvisc injections. This report is being submitted at the distributor's request, as they have recenlty detemined that they had a reporting responsibility during the time period that this event occurred. The MFR had an established MFR review and closeout process in place, and this was followed according to the business arrangement between the two parties. The MFR has investigated and appropriately closed this case. It was not deemed reportable according to MDR regulations. The MFR has included this case in the safey summary of the PMA annual report for this device medical product.